Manufacturer narrative:
The device remains implanted. Device history were reviewed and all documents met mfg specs. There have been no additional complaints received for lenses manufactured in this work order.

Event description:
Physician observed a cloudy optic on an implanted intraocular lens. Patient's visual acuity good, no plans to explant.